Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn around the down arrow symbol. All of the keypad buttons responded appropriately. The keypad was opened and there was evidence of contamination found under the up arrow, down arrow and contrast button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow, down arrow and contrast key contacts. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.